Event description:
The customer stated that on (B)(6) 2014, the customer was hospitalized due to low blood glucose levels. The blood glucose reading was 25 mg/dl, and the customer stated that he blacked out and crashed. He stated that he was hospitalized thereafter. He advised that this was a past event and later called to request assistance with programming the insulin pump. The most recent blood glucose reading was 153 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.